Event description:
Juvederm dermal filler reaction. Pt was injected by her dermatologist. Had a reaction a few weeks later resulting in r face swelling. Required 2 rounds of steroids. No anaphylaxis or other allergic symptoms. No fever, chills, breathing problems, residual subcutaneous lumps / nodules at area of injection. Procedure done for cosmetic reasons. I did not do procedure. Report may also have been done by dermatologist. Reason for use: cosmetic for wrinkles.